Event description:
It was reported that the black cable on the system controller was bent. Log files were submitted for evaluation. The log files found no unusual events. It was reported that the bend was associated with device use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bend in the black power lead was confirmed via the submitted customer photo. The system controller (serial #: (B)(6) ) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ( (B)(6) 2023 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. Additional provided information communicated on 12apr2023 stated that the reported bend was associated with device use, the controller was not exchanged, and the controller will not be returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.